Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received questionable results for one patient sample using the crej2 creatinine jaffé gen.2 (crej2) assay on the cobas integra 400 plus. On (B)(6) 2017 at 4:07 pm, the initial result was 1.71 mg/dl. The result was reported to the physician, who questioned it since the accompanying urea result was normal. He requested a repeat analysis. On (B)(6) 2017 at 12:15 pm, the repeat result was 0.48 mg/dl. At 12:36 pm, the sample was repeated again with a result of 0.49 mg/dl. There was no allegation of an adverse event with the patient. The crej2 lot number is 13589801 with an expiration date of 11/30/2017. The crej2 reagent cassette on-board the analyzer was opened (B)(6) 2016. It had exceed its on-board expiration when it was used to obtain the results on (B)(6) 2017. The sample tube was inspected and it was found that there was no clear separation and no horizontal gel layer between the serum and the blood cake. The customer was using a fixed angle centrifuge to spin the sample, and there was gel remaining on the tube side wall. The sample tube contains clot activator; therefore, the tube must be mixed after the sample is taken. A specific root cause could not be determined for this event. Additional information was requested for further investigation but was not provided. The most likely root cause may be due to a pre-analytical issue (lack of mixing the tube prior to analysis). This could lead to fibrin clots/strands in the sample, and subsequently too much sample volume would be transferred into the cuvette. This could cause a high discrepant result. Additionally, the investigation found that the initial uric acid result was also considerably higher than the repeat result, supporting the indication of excess sample volume.